Manufacturer narrative:
Investigation summary: one sample was received. It came in a sealed packaging flow wrap. It has the plunger rod - rubber stopper, the tip cap, saline solution and barrel label. Visual inspection was performed. The plunger rod is fully assembled to the rubber stopper, there is no separation or gap to measure. The stopper is located at the 3.5ml mark, the syringe has 3ml of saline solution. This is a 5ml syringe. Failure can¿t be confirmed for stopper separation. It is confirmed for low fill volume. This would have occurred during the filling process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9164598 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: failure can¿t be confirmed for stopper separation. It is confirmed for low fill volume. This would have occurred during the filling process.

Event description:
It was reported that stopper separation occurred before use with a syringe 5ml saline fill china sp. The following information was provided by the initial reporter, "before using the 5ml flush, the nicu nurse of found that the stopper and the plunger rod were dislocated when the outer package was not opened, and the saline in the barrel was less, and obvious water droplets could be seen in the outer coat. The nurse replaced another 5ml flush for treatment. The flush was not used in the patient with this problem, and no harm was caused to the patient."